Event description:
It was reported that the passing pin broke during use. The broken tip was removed from the patient and a backup device was available to complete the procedure. A short delay was reported with no patient impact.

Manufacturer narrative:
Device investigation narrative - one 2.4mm trocar tipped passing pin was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. Approximately 2 inches of the distal tip has been sheared off. The distal tip is heavily damaged and is missing material. The break area on the shaft is also heavily damaged and missing material. The shaft is bent. The condition of the device indicates that during over-drilling the passing pin became bent causing the drill to come in contact with it resulting in the observed damage. Per the devices IFU under precautions ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Further investigation is not warranted at this time. (B)(4).